Event description:
The facility has reported that the spike/port interface is not tight and leaks. The set is being spiked into a b-braun 250ml non-pvc solution bag. Taxol is being used and is leaking from the connection. The facility had no problems when using interlink sets/spikes.